Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and a manufacturer's representative (rep) regarding an implantable neuro stimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient saw an eos message on their device. It was noted that the patient didn't charge their device for over a year. The timeline also doesn't fit with when the device should reach eos. The rep stated that the patient would rather have the device explanted than the battery replaced. The rep is waiting to hear when the appointment is. The rep also stated that the patient was non-compliant since implant, and they are not sure how the patient would have reached eos by now. The rep stated that they would follow-up if any more information was presented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.